Event description:
It was reported that the patient presented to the ER after receiving multiple shocks. Device interrogation revealed that the patient was inappropriately shocked while in sinus rhythm. Additionally, the real-time measurement trend revealed multiple out of range hvli measurements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.